Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed; no evaluation of device was performed as the customer declined service.

Event description:
It was reported to philips that the device's did not have "simultaneous defibrillation available." There was no patient involvement.